Manufacturer narrative:
Final analysis found that the field complaint of the transmitter having no power due to the green contact strips being burned was verified and confirmed. There were burnt components on the main pcb and on its inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on the main pcb. Inspection of the inner housing of the transmitter revealed that it had sustained burn damage as well. As a result, it can be concluded that the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging its respective main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's transmitter power adapter box was burned and damaged. It was noted that the transmitter power lights would not turn on. A new transmitter was ordered.